Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked, the battery cap had stripped threads and the pump was experiencing intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots in the black box history to support power loss. The battery cap did not tighten securely onto the pump and was not able to maintain electrical connection. There was a crack along the battery compartment threads. The battery cap threads were stripped. A test battery cap was used and a power loss could not be duplicated. The pump successfully completed the 24 hour duration test without any reboots. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.